Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "broke" the usb cable, and the cable no longer charged the pump. There was no reported impact to customer's blood glucose level.